Event description:
It was reported that during implant, when positioning the right ventricular (rv) lead the helix mechanism was not functioning properly and did not come out after multiple rotations. But after the rv lead was outside the patient's body then the helix mechanism was functioning normally. The rv lead was not implanted and a different rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.